Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On 04/10/2026 at approximately 3:30 am while working a night shift, the patient reported experiencing hypoglycemia and declined to further describe the symptoms. At the time of the event, a fingerstick blood glucose (fsbg) reading was 60 mg/dl and continued to decrease, while the cgm simultaneously displayed readings in the high 90 mg/dl range. The patient also reported experiencing jumpy and fluctuating cgm sensor readings. The patient subsequently experienced a hypoglycemic seizure and self-administered a glucagon pen injection for treatment. The patient did not seek medical care. During the report, the patient was alert, oriented, and reported feeling stable. The patient stated she continues to self-manage her condition using a glucagon pen and by closely monitoring her blood glucose levels. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.